Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a perforation in the mid circumflex artery. A 2.8 x 16 mm graftmaster covered stent system was being advanced to treat the perforation when the device could not cross the lesion. The stent system was removed and the perforation was sealed with balloon angioplasty to successfully complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.